Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately torutous and heavily fibrotic mid left anterior descending (lad) artery. A 2.5x12mm apex balloon was used to predilate the lesion. Next, a 32x3.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the struts on the distal end were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion mr stent delivery system (sds). There was contrast in the inflation lumen. The last distal row of stent struts were stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and heavily fibrotic mid left anterior descending (lad) artery. A 2.5x12mm apex balloon was used to predilate the lesion. Next, a 32x3.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the struts on the distal end were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.